Manufacturer narrative:
On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all are as passed. System performed as intended. Return requested. Replacement vertek arm ii shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site biomed representative reported the site's navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned part is a down revision part. The handle of the vertek arm has broken free, spinning loosely. Not able to tighten the arm. The reported event was confirmed to be caused by a mechanical failure mode.the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device manufacture date now provided.